Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a opticross imaging catheter. A visual inspection of the telescope and the imaging window were observed kinked. Microscopic examination shows the guidewire exit port was deformed. An impedance test was performed with the above referenced calibrated equipment. Impedance testing shows an electrical open at proximal wave form. A functional inspection shows that mdu and ilab system were used to perform a functional inspection on the device. The catheter was properly recognized by the imaging system when plugged into the mdu and no connection issues or errors were detected during its testing. A test guidewire was inserted and no indication of resistance in tracking the guidewire into the catheter was noted. X-ray analysis shows that the complaint device was sent for x-ray analysis to further characterize the electrical failure. Based on the x-ray images, the electrical failure was a result of a broken coax cable at 130cm to 140cm.

Event description:
It was reported that a device break occurred. The 70% stenosed target lesion was located in the moderately tortuous and moderately calcified common femoral artery. The opticross 18 edfu imaging catheter was advanced for ultrasound examination of the target lesion. The device failed up to the third attempt, and it was noted that the device coiled up in the proximal portion of the sheath. The device was removed, and a fracture was noted. The procedure was completed successfully using an alternate method. There were no patient complications.

Event description:
It was reported that a device break occurred. The 70% stenosed target lesion was located in the moderately tortuous and moderately calcified common femoral artery. The opticross 18 edfu imaging catheter was advanced for ultrasound examination of the target lesion. The device failed up to the third attempt, and it was noted that the device coiled up in the proximal portion of the sheath. The device was removed, and a fracture was noted during insertion. The procedure was completed successfully using an alternate method. There were no patient complications.